Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient who underwent a trial evaluation. It was reported by the healthcare professional (hcp) that the temporary lead broke during its removal in the office and they thought some of the lead may be underneath the patient¿s skin. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No troubleshooting was performed except for trying to remove (unsuccessfully) the lead. The lead was unable to be removed and the hcp reported that they would remove the lead when the patient had the surgical implant (date of which has not been determined). The issue was not resolved at the time of report. It was reported that the office staff threw away the remaining leads and components. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.